Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a knee replacement, while trying to staple the incision, only one leg on the staples would close. This device was taken from the custom pack. Another device was taken from the manufacturer pack and was able to be used to complete the procedure. There was no adverse consequence to the patient reported.